Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the device failed check saw blade coupling, functional test and check trigger and ecu (electric control unit) function, the device stopped working after running for a few seconds, the oscill-head pin was missing, there was an unknown liquid inside the unit, corroded components, burnt input terminals and the motor drops voltage and had high amperage. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to improper device maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery oscillator device was not working. During in-house engineering evaluation, it was determined that the device stopped working after running a few seconds. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.